Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9234179. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that needle 26x3/8 ib had foreign matter on 4 occasions. The following information was provided by the initial reporter: material no: 305110, batch no: 9234179. It was reported that customer saw 4 specks of what they think is dirt. Event description per email states: description of issue: customer's father called to report that there are black 'spots' and specks' inside and around the orange cap of the needle head. Number of occurrences: 4. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? No. Customer has since discarded the needle heads as this has happened previously. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution ¿ replaced 4 x needles.